Manufacturer narrative:
The scope was returned to the service center for evaluation. The customer¿s complaint of ¿distal end defect¿ was confirmed. The bending section glue was found cracked on the scope¿s cover and insertion tube. The glue on the forceps cover was found peeling. The scope¿s elevator channel water flow plug was noted to be loose. The light guide tube was found collapsed. The bending section was found frayed with multiple broken strands. The insertion tube, four angulation wires, bending section, bending section covering, electrical connectors, air/water channel, and biopsy (suction) channel have been replaced with new olympus parts. The endoscope has been restored to olympus original factory specifications. The most likely cause for the physical damage is mishandling. The instruction manual states ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.

Event description:
The service center was informed that during reprocess, defects were noted at the distal end of the scope. There was no patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely some external force was added to the distal end, leading to the peeling of the glue at the tip. The instructions for use have the following statement which can prevent the event: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.".